Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2018-04122. The patient presented to the emergency room with atrial fibrillation and bradycardia. The device was interrogated and it was noted that the capture threshold had increased on the right ventricular lead. The device was reprogrammed and the patient was transferred and admitted to the hospital. The patient was stable following the event and will continue to be monitored.

Event description:
The patient presented to the emergency room with atrial fibrillation and bradycardia. The device was interrogated and it was noted that there was a decrease in pacing output and the capture threshold had increased, which resulted in a loss of capture on the right ventricular lead. The device was reprogrammed and the patient was transferred and admitted to the hospital. The patient was stable following the event and will continue to be monitored.

Event description:
The patient presented to the emergency room with atrial fibrillation and bradycardia. The device was interrogated and it was noted that there was a decrease in pacing output and the capture threshold had increased, which resulted in a loss of capture on the right ventricular lead. The device was reprogrammed and the patient was transferred and admitted to the hospital. The patient was stable following the event and will continue to be monitored.